Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer possibly dropped the pump and a cartridge alarm 1 occurred during bolus deliveries. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was in the 300s mg/dl.